Event description:
It was reported that a pinhole was found in a stent graft that was successfully deployed to an av graft in the arm. Contrast was leaking out of the small hole. The stent was left in and the physician waited for it to embolize. The 1 hr surgery took 4 hrs. No reported pt injury.

Manufacturer narrative:
The review of the mfg records revealed that this prod was found to have met all specs prior to shipment. The complaint is inconclusive. No sample was returned for a sample eval, as it remains implanted. Root cause could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this prod states that the safety and effectiveness of this device for use in the vascular sys has not been established.